Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 804:26. This condition had the potential to interrupt delivery. This condition was found in the general patient ward upon programming/setup. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 804:26 was confirmed, but could not be reproduced during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.